Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr glidesheath sheath was returned for product evaluation. No other accessories were returned. Visual inspection and microscopic analysis revealed two kinks in the middle of the sheath. No anomalies were noted with the sheath tip. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. Air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and bubbles were again detected for 30 seconds. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination revealed a tear and deformation on the valve that could be due to the off-center insertion of the dilator in the valve. IFU states: "insert the dilator into the valve center of the sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that that off-center insertion into the valve may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor used a glidesheath radial sheath during the case. When the intervention was complete, the doctor removed the wire and catheter from sheath and the center valve did not close fully. There was pulsatile blood coming from sheath. The patient was in stable condition and the procedure outcome was successful. The procedure was finished with the glidesheath slender. Additional information was received on june 17, 2019. The type of procedure that was being performed was a cardiac catheterization intervention. There was very little blood loss.